Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) display, the night before during fill 1. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp then revealed that the heater bag looked as if it was losing fluid. The tsr and hp determined that it was a possible cassette issue. The hp had already disposed-off the setup. During a follow up with the hp regarding the leak, the hp stated that he did not remember such an incident. Per hp, there were no issues with the supplies. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint regarding the heater line alarm was not confirmed and no root cause was determined because evaluation task was not required. A batch review was not performed since it was not required. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint.